Event description:
It was reported the patients ipg is inoperable. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates patient underwent ipg replacement. Therapy restored.